Event description:
It was reported that on (B)(6) 2024, a 9mm amplatzer duct occluder was chosen for a patent ductus arteriosus (pda) of 9mm using a 9f amplatzer torqvue delivery system. During procedure, the pulmonary artery (pa) pressure was 56/25mmhg. The device was implanted. There was delay in the procedure. On (B)(6) 2024, echocardiography revealed poor left ventricle (lv) function, ejection fraction (ef) of 39%, para and peri device leak of 2.3mm and a trace of aortic regurgitation (ar) with pda gradient 31mmhg and hematuria with low urine output. The device was removed surgically. The patient was reported stable.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from field indicated that echocardiography revealed poor left ventricle (lv) function, ejection fraction (ef) of 39%, para and peri device leak of 2.3mm and a trace of aortic regurgitation (ar) with pda gradient 31mmhg and hematuria with low urine output. The device was removed surgically. Based on the information received, a root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.